Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned; however, it has not yet been received.

Event description:
The complaint/event occurred on an unspecified date and involved a tego¿ connector. Air bubbles were reportedly in the arterial tubing while the tego and tubing were well screwed together during a treatment. The report originated from at andré renard. There was no report of any human harm associated with this complaint/event.

Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. Lot history review was conducted and no nonconformities were found that would have led to the reported complaint.